Event description:
Imed gemini pc-4; channel a, "fail error code-107," nitroglycerine infusing. Channel c "fail error code 307," insulin infusing. Both channels without drip approx 15 seconds. No adverse pt outcome per the anesthesiologist.